Event description:
It was reported in clinic that the patient's atrial lead exhibited noise which resulted in inappropriate automatic mode switch. The atrial lead was capped and replaced on (B)(6) 2021. There were no patient consequences.